Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the power button was damaged. This may cause the power to turn unit off during the procedure. Thus, the investigation identified the root cause of the reported event to be power button failure.

Event description:
According to the customer, the bravo ph recorder turned off during a bravo study, resulting in a short study.